Event description:
Customer's mother reported her daughter dropped her insulin pump on a hardwood floor after an infusion set change, and the end cap near the motor fell off. Customer replaced the cap, and so far there have not been any delivery issues. Customer's blood glucose is 150 mg/dl. Currently, the drive support cap appears normal. Although there have been no issues or alarms, customer's mother is worried about the quality of the device after the end cap fell off. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer said she would decide later whether to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had a detached end cap, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.